Manufacturer narrative:
Device is combination product. Age at time of event: 18 year or older. A synergy ous mr 4.00 x 48 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts in a lifted state. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18 sep 2019. It was reported that crossing failure occurred. Vascular access was obtained via the radial artery. The 50% restenosed, eccentric, target lesion was located in a severely tortuous and mildly calcified left anterior descending artery. A 4.00 x 48 synergy drug-eluting stent was advanced for treatment. However, it failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is stable however, device analysis revealed stent damage.